Event description:
A report was received stating a ventilator's graphical user interface (gui) was inoperable during ventilation of a patient. There was no report of patient harm or injury. Though requested, additional event and patient details were not made available. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) verified the malfunction. The cse replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed all performed testing and operates within manufacturing specifications.